Event description:
The customer observed falsely elevated co2 results generated on the alinity c processing module for 2 patients. The customer did not report out the elevated results. The customer repeated the samples on another alinity with lower results. The following data was provided: sample 1: initial result 42, repeat result 26 (normal range: 22-30) mmol/l. Sample 2: initial result 36, repeat result 26 (normal range: 22-30) mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for discrepant results included a search for similar complaints, and the review of the complaint text, trending data review, labeling review, and field service review. Return testing was not completed as returns were not available. The field service representative instructed the customer to perform extensive troubleshooting, including part replacement, cuvette washing and water exchange in the water bath. The recommended troubleshooting was performed, and the issue was resolved. However, a single definitive likely cause could not be determined and the alinity c processing module serial number (B)(6), was considered the likely cause. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. The review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated co2 results generated on the alinity c processing module for 2 patients. The customer did not report out the elevated results. The customer repeated the samples on another alinity with lower results. The following data was provided: sample 1: initial result 42, repeat result 26 (normal range: 22-30) mmol/l sample 2: initial result 36, repeat result 26 (normal range: 22-30) mmol/l there was no impact to patient management reported.